Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the procedure on (B)(6) 2013, the surgeon tried to use the matrix neuro screw device in the closure of a craniotomy; however, it could not be inserted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.